Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3208 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3208 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc:for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. B61398) for female sterilisation. The patient had a medical history of uterine retroversion, smoker (current every day smoker), fruit allergy (kiwi, watermelon), allergy (iodine (iodinated contrast media) ¿ shortness of breath meperidine - itching voltaren (diclofenac sodium)), colposcopy (colpo (B)(6) 2019 no evidence of atypia or malignancy), pap smear (pap (B)(6) 2018 ascus, hr hpv (other) positive pap (B)(6) 2022 acus, hpv neg), parity 3 and multi gravida on (B)(6) 2022, surgery (appendectomy - 2014. Cholecystectomy c-section - 2001, 2010. Hysteroscopy essure/adiana possible laparoscopic tubal ligation gallbladder surgery- 2014), gerd, endometriosis, depression, bipolar disorder, asthma, pelvic pain and obesity (bmi - 46.253) on (B)(6) 2022, kidney stone in (B)(6) 2021 and c-section. Previously administered products included: iron, ibuprofen, acetaminophen, dextrose, gabapentin, glucose, lactated ringers and lidocaine. The patient had a family history of bipolar disorder, dementia, depression, numbness (positive for numbness (left cheek)), headache and bruising (bruises/bleeds easily (bruise)). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3208 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 46.253 kg/sqm. [Pathology test] on (B)(6) 2022: surgical pathology exam: diagnoses: encounter for removal of essure. Clinical history: laparoscopic bilateral salpingectomy removal of essure coils pre-operative and post-operative diagnosis: encounter for removal of essure specimen(s) submitted: a. Bilateral fallopian tubes and essure coils. Final diagnosis: bilateral fallopian tubes and essure coils, bilateral salpingectomy and removal: segments of fallopian tubes with mild reactive changes and single, small paratubal cyst (0.5 cm). Essure coils present: gross description: there is an aggregate of metallic wire/possible disrupted essure coil measuring 2.5 x 0.5 x 0.1 cm in aggregate. [Ultrasound pelvis] on (B)(6) 2022: bilateral tubal occlusion devices are evident. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical record received. Reporter added, medical history added, lab data added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. B61398) for female sterilisation. The patient had a medical history of uterine malposition, smoker (current every day smoker), fruit allergy (kiwi, watermelon), allergy (iodine (iodinated contrast media) ¿ shortness of breath, meperidine - itching, voltaren (diclofenac sodium)), colposcopy (colpo (B)(6) 2019 no evidence of atypia or malignancy), pap smear (pap (B)(6) 2018 ascus, hr hpv (other) positive pap (B)(6) 2022 acus, hpv neg), parity 3 and multi gravida on (B)(6) 2022, surgery (appendectomy - 2014, cholecystectomy, c-section - 2001, 2010, hysteroscopy essure/adiana possible laparoscopic tubal ligation gallbladder surgery- 2014), gerd, endometriosis, depression, bipolar disorder, asthma, pelvic pain and obesity (bmi - 46.253) on (B)(6) 2022, kidney stone in (B)(6) 2021 and c-section. Previously administered products included: iron, ibuprofen, acetaminophen, dextrose, gabapentin, glucose, lactated ringers and lidocaine. The patient had a family history of bipolar disorder, dementia, depression, numbness (positive for numbness (left cheek)), headache and bruising (bruises/bleeds easily (bruise)). On (b)(6 2013, the patient had essure inserted. On (B)(6) 2022, 3208 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 46.253 kg/sqm. [Pathology test] on (B)(6) 2022: surgical pathology exam: diagnoses: encounter for removal of essure. Clinical history: laparoscopic bilateral salpingectomy removal of essure coils. Pre-operative and post-operative diagnosis: encounter for removal of essure. Specimen(s) submitted: a. Bilateral fallopian tubes and essure coils. Final diagnosis: bilateral fallopian tubes and essure coils, bilateral salpingectomy and removal: segments of fallopian tubes with mild reactive changes and single, small paratubal cyst (0.5 cm). Essure coils present. Gross description: there is an aggregate of metallic wire/possible disrupted essure coil measuring 2.5 x 0.5 x 0.1 cm in aggregate. [Ultrasound pelvis] on 09-may-2022: bilateral tubal occlusion devices are evident lot number: b61398 manufacture date: 2013-08 expiration date:2016-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.